Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The following was reported; freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. The most likely cause of the customer reported event is multifactorial .

Event description:
It was reported that while inserting the screw, the ring disengaged.

Event description:
It was reported that while inserting the screw, the ring disengaged.